Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (not holding charge) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tab at the p1 pad was loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. There was no adverse event resulting from the damaged battery pack.

Event description:
A us distributor reported that a patient's battery pack was not holding a charge.